Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was repaired and returned to the customer. Based on the results of the investigation, and since over six years have passed since the subject device was manufactured, the cause of the event is presumed to be due to age deterioration of the parts. In addition to age deterioration, the worn connector may have failed due to the user withdrawing the video connector without pushing the locking lever down, causing fault in the lock latch and loose connection to the endoscope. The following description about connection/ disconnection of the video connector is included in the instructions for use, which could prevent the event: "push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.". A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The referenced video processor was later returned to the service center for a distorted video static on the image. The evaluation found a defective patient board set causing no image/only streaks on 180 series endoscopes. Additionally, the locking latch on video connector socket was worn out causing a loss of image when the video cable was manipulated.. Recommended a software version update. A review of the repair history shows no previous repair records. The video processor was purchased on (B)(6) 2014. The video processor is pending repair authorization. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the biomedical engineer at the user facility that the evis exera iii video processor displayed a green image on the provation (3rd party) monitor. Upon troubleshooting, tac determined that the front panel connector was not working properly. The image on the monitor and the trigger signal to take images were working appropriately. Switching the signal cable out to serial digital interface resolved the issue. No patient injury or harm was reported.